Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the surgery, the device was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient. There were no fragments generated. There was no reported surgical delay. This report involves one (1) 2.0mm rapid resorbable straight plate 4 holes-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: b5: event description updated. D9: device returned. H6: health effect code f1908 added h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the implant rapidsorb-pl 2 str 4ho t1.2 single pack was not received for evaluation, only the packaging was received in opened conditions. No other issues were identified. A dimensional inspection for the rapidsorb-pl 2 str 4ho t1.2 single pack was not performed as the implant was not received. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the rapidsorb-pl 2 str 4ho t1.2 single pack was not received for evaluation. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 852.004.01s lot no: 9l89227 release to warehouse date:14 oct, 2022 manufacturing site: werk bio oberdorf a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further details were reported as follows: the product was basically fitted to the fixation site. The water bath was not used for thermoforming. The surgeon fractured it while fixing the skull adapter, and completed the surgery after replacing the product. There was no harm to the patient as a result of this event and a delay in the procedure was approximately 20 minutes. The patient was reported to be recovering well.